Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large hem-o-lok clip applier instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the customer reported the large hem-o-lok clip applier instrument was not firing properly. It was noted that the instrument was missing a motion and had 30/100 lives remaining. The procedure was completed with no reported injury.